Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has an issue with its battery connector. There was no reported adverse pt impact.